Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2006, the patient began treatment with dianeal pd2 intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapies was not reported. The nurse reported the following information. On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with vancomycin and ciprofloxacin (doses, frequencies, and route not reported) for peritonitis. The patient still remained hospitalized. Outcome for the event was not reported. Follow-up (B)(4) 2012: additional information was received from the local baxter pharmacovigilance affiliate. The patient received re-training on aseptic technique on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.